Manufacturer narrative:
Results: the penumbra smart coil (smart coil) pusher assembly was kinked approximately 55.0, 67.0, and 101.0 cm from the proximal end of the pusher assembly. The embolization coil was intact with the pusher assembly and stretched in the middle of its length. During functional analysis, the smart coil was able to be cycled in and out of its introducer sheath without issue. However, the smart coil was unable to be advanced into a demonstration microcatheter. Conclusions: evaluation of the first returned device revealed that the embolization coil was able to be cycled through its introducer sheath without issue and through a demonstration microcatheter with slight resistance. This resistance was likely due to an observed kink on the pusher assembly, which was likely incidental and may have occurred during packaging for return to penumbra facilities. The smart coil functioned as intended during functional analysis and therefore, the root cause of the inability to advance the smart coil during the procedure could not be determined. Evaluation of the second returned device revealed that the embolization coil was stretched near the middle of its length. The damage observed on the embolization coil may have been caused by manipulation of the smart coil through an elastically deformed microcatheter. The non-penumbra microcatheter used in the procedure was not returned for evaluation. The smart coil was able to be cycled in and out of its introducer sheath without issue. However, the smart coil was unable to be advanced into a demonstration microcatheter. Further evaluation revealed kinks on the pusher assembly. These kinks were likely incidental and may have occurred during packaging for return to penumbra facilities. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure to treat a dissecting vertebral aneurysm using penumbra smart coils (smart coils). During the procedure, the physician successfully deployed and detached three smart coils in the target vessel using another manufacturer¿s microcatheter. While attempting to advance two other smart coils through the same microcatheter, the physician experienced resistance and the smart coils would not advance through the microcatheter. Therefore, the smart coils were removed and the procedure was completed using additional coils and the same microcatheter. There was no report of an adverse effect to the patient.